Manufacturer narrative:
Product complaint # ==> (B)(4). Date sent to the FDA: 10/27/2020 additional information: d1, d4, d10, h4 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: - is lot qabedc, product code meh7224j involved in this complaint? - will samples of qabebc, product code 8522h be returned for evaluation? Affected products have been returned for investigation. Reported lot number was wrong due to communication error. Correct lot number is qabedc. Investigation summary ==> it was reported that the needle detaches from the reinforcement zone. It was received for analysis seven unopened samples of product code meh7224j, lot qabedc. The complaint sample was not returned for evaluation. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or detached needle were observed. A functional test was performed and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported "needle detaches from the reinforcement zone" please clarify: the needle detached from the suture during the surgery? What tissue/location was suturing when needle detached from suture occurred? Was the needle removed from the patient during the same procedure? What is the product code? Please confirm lot number is qabebc? Procedure name and date? Event date? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; and a suture was used. During the procedure, the needle detached from the suture at the reinforcement zone. There were no adverse patient consequences reported. Additional information was requested.